Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage at site event on (B)(6) 2024. Infusion set has been used for around 2-3 days. Previously customer replaced non-serialized product and returned also. No further information available.

Manufacturer narrative:
(B)(6).